Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The monitor was determined to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor went grainy and dark making interpretation difficult. There was no adverse pt involvement reported. There was no pt info reported.